Event description:
It was reported that the 7700 system had a temperature sensor error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was found activated causing the error and no boot.